Event description:
Customer reported unexpected negative results when testing a sample with a known anti-e on a 2 cell screening assay on the galileo.

Manufacturer narrative:
Review of reactions strengths cell 1 - had a negative result with a reaction strength of 11 and cell 2 had a negative result with a reaction strength of 18. Based on review of sample data this issue appears to be sample related.